Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
An (B)(6) customer ran a blood test on the contour next link 2.4. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. New strips and meter were sent. Customer was advised to return his strips for investigation.